Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding . The customer also reported that he went to the hospital due to a blood glucose level of 19 mg/dl. Customer stated that he lost consciousness, but was treated with glucagon. The insulin pump was not replaced or returned for analysis.